Manufacturer narrative:
The olympus asset was returned and the device evaluation found foreign material inside the tube. Based on the results of the investigation, the root cause could not be determined. The device history record was unable to be reviewed for this device since a confirmed serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Labeling review: not applicable because the malfunction was not caused by a misuse of users. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited foreign material inside the tube. There were no reports of patient involvement.